Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ deflation: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease delamination plug strap was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.